Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, high voltage lead impedance measurement could not be seen on the fastpath summary page. The issue was repeated on another mpp device as well. A simple programming issue was the cause for the missing readings. The issue was resolved and the system operated correctly. The patient condition is stable before and after the implant.